Manufacturer narrative:
It was reported that a pump displayed the error message em 07. The event occurred during a routine check. No harm to any person was reported. According to the service manual ep07 indicated that the +5v voltage test of the panel processor of the scp (system control panel) has failed. After re-evaluation of the complaint, the complaint is no longer reportable. The failure will always be detected before use during the self-test of the hl20. A getinge field service technician (fst) was sent for investigation and repair on 2024-12-23. The failure could be reproduced and the display board was replaced. Also the system control panel cable was replaced as preventive measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device (over 14 years old) the most probable root cause was determined as aging of the components display board. The review of the non-conformities has been performed on 2024-12-18 for the period of 2010-02-25 to 2024-12-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-02-25. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message em07" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that a pump 8010762-2024-0000614 displayed the error message "em 07". The instance of time was not provided. No harm to any person was reported. This failure can cause an unintentional pump. Therefore, a report is required. According to the service manual of the hl 20 the error message "em 07" indicated that the +5v supply voltage test failed. Complaint ID# (B)(4).